Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the power supply was missing "+12 volts." As a result, the fsr replaced the power supply, and the unit checked out "ok."

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). Returned for investigation was a condor power supply. The sample was returned in a brown cardboard box with protective shipping packaging. The power supply was installed into a known good ac2 for functional testing. The system powered up successfully (anp-1). The power supply voltage check was performed per the ac2 series service manual and all output voltages were within specifications, except the positive 12 volts, the reading was fluctuating. The pump was left to run on battery power until the pump shut down. The pump then could not power-up. The power supply voltage check was performed per the ac2 series service manual and all output voltages were not present along with a blank screen on power-up. Visual inspection of power supply internal hardware was performed, and no abnormality was noted. Note: this is the original power supply for this 2006 pump. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "missing +12 volts" is confirmed. The power supply could not charge the battery. No voltage outputs were present during testing after the battery load test was performed. Based on a review of the DHR, the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to no output voltages. The root cause of the power supply voltage output failure is undetermined. No further action required at this time. Teleflex chelmsford will continue to monitor and trend for reports of this nature.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the power supply was missing "+12 volts." As a result, the fsr replaced the power supply, and the unit checked out "ok."